Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod.

Manufacturer narrative:
A tear in the internal portion of the cannula resulted in fluid diverting away from the fluid path and entering the device. This fluid shorted the rotational sensor, preventing the sensor from detecting the transition to open and causing an 0x40 "rotational sensor maximum open count exceeded" alarm. During the investigation the device successfully communicated with a master pdm. The cause of the reported communication error could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.